Event description:
The customer received a blood glucose reading of more than 200 mg/dl from her breeze2 meter and a reading higher than 100 mg/dl from another meter. Depending on the actual readings, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.